Manufacturer narrative:
No products were returned for examination. The investigation was limited to the info provided and no conclusions could be drawn about the reported pain and joint instability without the products to examine and insufficient product info. Provided info stated the pt insufficient pcl was a contributing factor to the joint instability. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l info be received, the investigation will be re-opened.

Event description:
The pt was revised because of pain and instability.